Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys on (B)(6) 2010. It was reported that the pt is without stimulation and unable to communicate with her ipg via the programmer or charging sys. An x-ray of the pt's scs sys was taken; however, no visible anomalies were detected. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.